Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 27. Details of surgery: sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.